Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that stationary column jupiter system column lowered automatically within one minute after taking up the table top. The bed was located at the account and occurred during patient use. There was no injury, death, or procedural delay reported with this event.

Manufacturer narrative:
The jupiter operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. On 12-jun-2025, a customer contacted baxter to report that a jupiter operating table column lowered automatically within one minute after taking up the tabletop during patient use. There was no patient injury or death reported with this event. During the on-site investigation the failure could be reproduced. The cause was identified in a defect lift motor; the motor brake does not always lock. The brake for the main lift is built into the lift motor. The cause of the issue was traced to a mechanically defective brake, due to wear and age. The device involved passed it¿s intended lifetime of ten years and no spare parts are available anymore. Following this, no correction is possible and the device no longer usable. Based on the investigation results no further actions are necessary.

Event description:
Baxter received a report stating that stationary column jupiter system column lowered automatically within one minute after taking up the table top. The bed was located at the account and occurred during patient use. There was no injury, death, or procedural delay reported with this event.